Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged. This ra lead was explanted and was replaced with a new lead. No additional adverse patient effects were reported. Additional information indicated that the right atrial (ra) lead came out together with the right ventricular (rv) lead when the lead was removed due to dislodgement. This lead will not be returned as this was discarded.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.